Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via telephone call high blood glucose and dehydration after changing the infusion set. The customer stated that the infusion set had an air bubble. The blood glucose reading at the time of the incident was 230 mg/dl and 183 mg/dl at the time of the report. The customer reported that the drive support disk appeared normal and recessed and that there was currently no air bubbles in the tubing and no leaks. The customer was advised to remove the reservoir, rewind, reinsert the reservoir and run a manual prime using the current infusion set and reported that insulin did exit. The customer found no anomalies with the insulin and reported that the site was not sore or irritated. The customer was advised to remove the infusion set and reported that the cannula was not bent. The insulin pump failed the high pressure test. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.